Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a normal generator replacement procedure on (B)(6) 2020, physician noted that there was a right ventricular lead that had been capped in 2014. It was unknown why the lead had been capped. No patient symptoms or condition after the 2014 procedure were reported.